Event description:
Rptr awoke following surgery with two numb feet, followed by buring sensation and pain. In the years that have followed, rptr has been told by a neurosurgeon and an orthopedic surgeon that the cages were placed too far to the right. Both, later decided not to remove the cages. Rptr has constant pain and muscle spasms. Rptr's questions: why is it so difficult to tell if these cages are in the right position. On x-rays it shows the cages are in the wrong position. The drs do a cat scan and tell rptr it's ok. Rptr is unable to walk, sit, stand, lie in bed for any length of time. The dr who did the surgery tells rptr they have arachnoiditis. He saw it on a MRI before rptr had the surgery. He didn't tell rptr they had it until this surgery turned out so poorly. Rptr thinks the drs are hesitant to remove these cages. A dr has said to rptr "the pain in your legs and feet are from this guy shoving this thing in your back."